Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an ivc venogram was performed which demonstrated the level of the renal veins and the absence of thrombus. A recoverable filter was deployed in an infrarenal position. Repeat venogram demonstrated some tilt of the filter with the cone towards the patient¿s left. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in conjunction with a surgical procedure. After an unknown amount of time post filter deployment, allegedly the filter was unable to be retrieved; however, there were no reported retrieval attempts. Based on a review of medical records received, the filter was deployed in an infrarenal location. Completion imaging demonstrated some tilt of the filter toward the patient¿s left. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eight months post deployment, computed tomography scan of abdomen and pelvis showed a total of six prongs perforated the inferior vena cava and the maximum distance prongs perforated was 4 mm. Coronal images showed 7-degree tilt left to right. Around nine months later, computed tomography of abdomen and pelvis showed the filter struts perforated the wall. There was approximately 10° of tilt to the right. Around one year later, computed tomography of abdomen and pelvis showed the long axis of the filter was tilted to the right measured 17°. The tip of the filter appeared to touch the anterior and right inferior vena cava wall. There was perforation at 3:00 position. The distance between the tip of the strut and the left lateral inferior vena cava wall measured 3 mm. There was perforation at the left posterior aspect approximately 4:00 position. The distance between the inferior vena cava wall and the tip of the strut measured 2 mm. The tip of the strut at the 6 o¿clock position appeared to extend beyond the anterior cortex of the l3 vertebra. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in conjunction with a surgical procedure. Completion imaging demonstrated some tilt of the filter toward the patient¿s left. At some time post filter deployment, it was alleged that filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an ivc venogram was performed which demonstrated the level of the renal veins and the absence of thrombus. A recoverable filter was deployed in an infrarenal position. Repeat venogram demonstrated some tilt of the filter with the cone towards the patient¿s left. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Completion follow-up venogram during deployment demonstrated some tilt of the filter with the cone toward the patient's left. Therefore, based on the provided information the investigation can be confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in conjunction with a surgical procedure. After an unknown amount of time post filter deployment, allegedly the filter was unable to be retrieved; however, there were no reported retrieval attempts. Based on a review of medical records received, the filter was deployed in an infrarenal location. Completion imaging demonstrated some tilt of the filter toward the patient¿s left. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.